Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller with resetting the device, and the malfunction code did not recur after the reset.